Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during application of the infusion set, the adhesive portion of the infusion set did not adhere which resulted in the infusion set falling away from the patient's skin. According to the patient, their blood glucose levels rose to 195 mg/dl due to the interruption in insulin therapy and stress. The patient reported that were able to successfully insert an infusion set in a different location and delivered a correction bolus to resolve their blood glucose levels. No permanent adverse effects to patient reported.